Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy on (B)(6) 2010. Prior to first use, the blade would not rotate. The same hand piece was plugged into a different generator and the same problem occurred. A second like hand piece was used to complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4) - blade will not rotate: prior to first use. Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.